Event description:
It was reported that the patient had an echocardiography that showed a right ventricle hematoma of about 5 centimeters. A hematoma evacuation was performed. The bleeding resolved and was not thought to be related to the pump. The patient recovered post hematoma evacuation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The event was not considered to be related to the device; however, it was considered to be related to the implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.